Event description:
It was reported that during patient use, a ventilator screen was unresponsive. The patient was transferred to an 840 ventilator. There was no serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). It was reported that the graphical user interface (gui) light emitting diode (led) was replaced. Further investigation was performed on the returned gui led and the alleged malfunction could not be duplicated. The device passed all testing.

Manufacturer narrative:
(B)(4).